Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of an error message related to an electronic gas blender (egb) (e19, fault in actual value/actual value comparison). The event occurred during setup and priming. There was no patient involvement.